Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The device reached elective replacement indicator (eri) on (B)(6) 2016. Concomitant product: 694965 lead, implanted: (B)(6) 2006; 419678 lead, implanted: (B)(6) 2009; 407658 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#513;d unexpected longevity. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.